Event description:
It was reported that during an ultra low anterior resection procedure, the stapled line left by the contour "split apart from the center outwards". The doctor then manually stitched the rectal stump so as to complete the procedure. There was no adverse patient consequence.